Event description:
During the inspection of a returned visera 4k uhd camera control unit loaner, it was discovered that the unit would not turn on. There was no patient involvement during this event.

Manufacturer narrative:
This event was discovered while evaluating a returned loaner device. The unit was transferred to the another olympus facility for a more robust evaluation. While the unit was being evaluator there, the power failure event could not be reproduced. Investigation is ongoing. However, if additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not confirmed; therefore, the root cause could not be determined because of no further information being obtained. Olympus will continue to monitor field performance for this device.